Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), infection ('infection nos') and transfusion ('blood transfusion') in a female patient who had essure (batch no. 901335) inserted for female sterilisation. The patient's medical history included pelvic pain and abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and transfusion (seriousness criterion medically significant) and experienced infection (seriousness criterion hospitalization). The patient was treated with surgery (to remove essure,hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, infection and transfusion outcome was unknown. The reporter considered infection, medical device removal and transfusion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received- lot number added, medical history added, reporter added, birth date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), infection ('infection nos') and transfusion ('blood transfusion') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and transfusion (seriousness criterion medically significant) and experienced infection (seriousness criterion hospitalization). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, infection and transfusion outcome was unknown. The reporter considered infection, medical device removal and transfusion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), infection ('infection nos') and transfusion ('blood transfusion') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and transfusion (seriousness criterion medically significant) and experienced infection (seriousness criterion hospitalization). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, infection and transfusion outcome was unknown. The reporter considered infection, medical device removal and transfusion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.